Manufacturer narrative:
On 11/7/06 facility notified us that the iab was not available for evaluation and that the pressure tubing and stopcock in use during the event were not manufactured by datascope. Iab therapy training was conducted at the facility by datascope clinical personnel on 11/01/2006 and 11/02/2006.

Event description:
The risk manager reported to us on 10/27/2006, that when the patient returned to the unit after a coronary angioplasty, there were autofill alarms on the intra-aortic balloon pump which the nurse tried to troubleshoot. The nurse injected room air through the stopcock attached to the arterial line and an air embolism occurred. The patient maintained a rhythm and blood pressure but required mechanical ventillation. A neurological event was suspected and a CT scan was performed which reported septic embolic showers. The patient's family decided to discontinue the mechanical ventillation and the patient subsequently expired. The pump was evaluated by the service representative and a faulty transducer was detected in the pump which was replaced.